Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit is not required to be reviewed per (B)(4) since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to the customer's site. The fse evaluated the iabp unit and noticed lines and blocks all over the display screen. The biomedical engineer told the stm that the end user got some cleaner or water in the display. The intrusion most likely caused the display problem. To fix the issue, the fse replaced the display and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a faulty screen. The iabp unit had shown a noisy display waveform. The circumstance of this event is unknown; however, no patient was involved and no adverse event was reported.